Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had a history of noise. The lead was explanted and replaced successfully during a routine device upgrade procedure.